Manufacturer narrative:
Unreported date in jun2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and stomach ache. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with meropenem injection (1gm, intraperitoneal, each bag everyday, ongoing for 14 days) for peritonitis. At the time of this report, the patient recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.